Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no activity related to the alleged remaining insulin reading issue. The remaining insulin was calculated accurately during the test steps. The pump was primed until 20 units remained in the cartridge at which point a low cartridge warning was given. The cartridge was removed, and 20 units were visually confirmed to be remaining. The allegation was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump read that there were 68 units left in the cartridge but the cartridge was empty. The reporter alleged the remaining insulin reading was showing more than the amount reported in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.